Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with pre-op diagnosis: degenerative disc disease, discogenic pain and instability. Patient underwent following procedures: anterior lumbar interbody fusion at l4-5, l5-s1. Implantation of cages x2 at l4-5, l5-s1. Anterior plating l4-5, l5-s1. Discectomy l4-5, l5-s1. As per the op-notes: &the anterior longitudinal ligament and annulus was incised at 4-5 and 5-1, and discectomies taken back to the posterior longitudinal ligament at both levels. Irrigation was performed. Then, both were sized to 20 mm, and beginning at the 5-1, the 20 mm distractor was inserted and the disc space was reamed to 32 mm of depth by 20 mm height on the left and right and two 20 mm cages were packed with rhbmp-2/acs were put into the place. This was repeated at 4-5 with 20 mm cages inserted there. Implants were stable and the patient tolerated the procedure well. & patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.